Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received two inappropriate shocks in the primary sensing vector and had received an additional inappropriate shock two years prior. Upon interrogation in-clinic, it was noted that the smartpass feature was disabled, and the therapies were likely delivered due to the patient's variable rhythm morphology from their cardiac sarcoidosis. The automatic set-up tool was used, and the primary vector was determined to be the most suitable and the physician extended the smartcharge feature to attempt to delay further inappropriate therapy delivery. The device data was also forwarded to boston scientific technical services (ts) for review, and it was confirmed that the therapies were delivered due to the patient's highly variable rhythm rate and subsequent oversensing. Ts indicated that the smartpass feature may be helpful, but it should be assessed with different postural changes during manual set-up. Additionally, it was recommended to assess what the patient was doing at the time of the episodes and whether they were symptomatic. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received two inappropriate shocks in the primary sensing vector and had received an additional inappropriate shock two years prior. Upon interrogation in-clinic, it was noted that the smartpass feature was disabled, and the therapies were likely delivered due to the patient's variable rhythm morphology from their cardiac sarcoidosis. The automatic set-up tool was used, and the primary vector was determined to be the most suitable and the physician extended the smartcharge feature to attempt to delay further inappropriate therapy delivery. The device data was also forwarded to boston scientific technical services (ts) for review, and it was confirmed that the therapies were delivered due to the patient's highly variable rhythm rate and subsequent oversensing. Ts indicated that the smartpass feature may be helpful, but it should be assessed with different postural changes during manual set-up. Additionally, it was recommended to assess what the patient was doing at the time of the episodes and whether they were symptomatic. Recently, the patient received further inappropriate therapy. The physician performed stress testing and reprogrammed the device. Ts was contacted again for review, and it was confirmed that the new programming was more suitable for this patient's morphology. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).